Event description:
It was reported by service report that the nurse call cable was torn out of the connector. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call cable.